Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 503 mg/dl. Customer stated that insulin the pump was working fine. Customer declined for troubleshooting for high blood glucose as they had issues with her blood glucose all day. The insulin will not be returned for analysis.